Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on left plunger case otherwise no appearance of any physical damages. During functional testing, performing extended syringe delivery test with battery power, the reported problem could not be duplicated. The root cause of the issue could not be determined. The depleted battery alarm found in the event history log is a normally occurring alarm indicating the battery pack needs to be recharged. Battery was over three years old. Replaced battery for preventive. Performed preventative maintenance and all functional testing. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that the battery not holding charge. No patient injury was reported.